Event description:
On (B)(6) 2010, the patient reported the up and down buttons of her infusion device are no longer working. She noticed the issue while attempting to bolus. She switched to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.